Event description:
Same case as MFR#: 2134265-2009-03961. It was reported that post a coronary stenting treatment procedure, a stent thrombosis occurred. The patient presented with an acute myocardial infarction (mi) with heavy thrombus. The lesion being treated was located in the circumflex (cx). The physician deployed a 5.00x 32mm liberte stent and a 5.00x12mm liberte stent. The patient was placed on dual antiplatelet agents, IV antiplatelet agents, and anticoagulant therapy. An intra-aortic balloon pump (iabp) was placed. One day post the stenting procedure, the patient presented due to an abnormal EKG and hypertension. The patient had been compliant with: plavix, aspirin, heparin, and reopro. Angiography revealed a 100% occluded proximal cx. Multiple inflations were made with a 3.50x50mm apex balloon, which resulted in some flow restoration. Multiple additional inflations were made with the apex balloon. The physician felt there was thrombus in the vessel. A non-bsc aspiration catheter was used to remove the thrombus. Ivus confirmed the thrombus burden throughout the vessel. Two passes with a non-bsc aspiration catheter were made, which improved the performed and appearance of the vessel. Inflations were made with a 5.0x20mm maverick balloon and ivus was performed, revealing a significant improvement. Stenosis was reduced to 0%. Temporary pacing was removed. Medications given included: heparin. Patient status reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.